Event description:
It is reported that the devices were implanted in 2009 and that the pt was revised the following month, due to infection. Upon revising the surface, the surgeon had to replace the femoral svc parts due to the hinge parts being welded together. Once the surface was removed, it was noticed that there was a shard piece of metal imbedded in the surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.